Event description:
Reporter states her 17-year-old daughter used the product and the string broke off when she was trying to pull the tampon out, adding she barely tugged on it. Consumer was unable to remove the product herself and was taken to the emergency department to have the tampon removed.